Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the use of the transcatheter heart valve (thv). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, incorrect sizing of the landing area, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator. In this case, the cause of the second sapien 3 valve malposition cannot be determined. However, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. It is possible that procedural factors (i.e. Valve positioning prior deployment) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01672.

Event description:
During a transcatheter pulmonic valve-in-valve procedure, a 29mm sapien 3 valve was deployed in a 29mm sapien 3 valve, landing higher than intended. Prior to the procedure, the measurements of the native pulmonic valve indicated the size of the landing zone was borderline. The decision was made to proceed with the 29mm s3 valve deployment. The valve was positioned in the native pulmonic valve, but landed too high. There was concern that the valve was not ¿secure¿. A second sapien 3 valve was deployed lower; however, it did not land low enough. A wire was passed through the valves for stability. The patient was transferred from the or in stable condition. On postoperative day (pod) 1, the patient was returned to the or. The plan was to either suture in the valves or ¿pinch¿ the pulmonic valve to keep the sapien 3 valves in place. At the time of the report, the patient was in stable condition. No further information on the condition of the patient is available. The valves remain implanted in the patient. The perceived cause of the malposition of the initial valve was improper positioning prior to deployment.